Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis (pt: injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) lot number a00001470 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. A nonconformance was noted, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient. She was injected with radiesse (+)®, into the nasolabial folds and marionette lines, as an aesthetic treatment, on (B)(6) 2021. Batch number was reported as a00004170. A lot search in the global safety database was conducted. Radiesse (+)® was injected with 1 syringe, using a cannula. On (B)(6) 2021, three and a half hours after the treatment with radiesse(+)®, the patient experienced whitening in the left application area and numbness, as well as purple colouring on the inside of the mouth. The outcome of the events was unknown. Follow-up information was received on 25-jul-2021: this case was upgraded to serious. The events numbness and whitening / purple colouring were deleted. The event necrosis was added. The physician informed that the patient progressed with necrosis despite being treated according to a published expert consensus by van loghem et al in 2020. The patient was referred to a plastic surgeon for further treatment. The outcome of the event was reported as not resolved.